Event description:
It was reported that the patient stated when they fold the magic3 hydrophilic male intermittent catheter it kinked up when they were not supposed to do so. Per follow up via phone on 15mar2023, customer stated that they had this issue with lot # jufx0660 and jufy0682. Also stated that it made it uncomfortable to insert, however, they could still void the bladder.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "misassembled packaging (incorrect position of packages inside the box)".the lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated when they fold the magic3 hydrophilic male intermittent catheter it kinked up when they were not supposed to do so.